Event description:
The first attempt to put in a rescue screw was unsuccessful because of poor bone quality. The doctor then proceeded to pack the hole with cortical bone, which tends to be sharper than cancellous bone. After the hole was filled, the screw was put back in. As the screw was placed in the hole, a piece of cortical bone got stuck in the slit of the rescue screw. The piece of bone sticking out of the end of the rescue screw spiraled around the spinal cord. The cord was not severed. The pt experienced numbness and loss of mobility. In a reoperation the doctor was able to unwind the spinal cord successfully. The pt is getting movement back, but a full recovery will take 12-18 months. The doctor stated that the event was not device related.